Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that one of the lumens leaked with pressure. Patient had not been to ctg and no contrast had been pulled through. In the patient for 4 days before leaking occurred. Nurse went in to check on patient and the dressing was wet. No swelling on the patient. Could aspirate, but fluid came out when flushing. Chemo meds, but not a vesicant, so no harm to the patient. New line put in. Not sure where on the line the leak was coming from.